Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that the external neurostimulator (ens) batteries kept dying. It went through 2 sets in 2 weeks. Batteries were changed 3 days ago. It was then stated to be a programmer issue. Then it was stated to be the ens batteries and it was reviewed that these needed to be changed by the healthcare provider (hcp) even though the patient alleged he had replaced them twice. It was also reported that the patient was hospitalized on (B)(6) 2016 due to a severe blood clot in the groin. It was noted that he had radiation as well. He was on warfarin/coumadin and sodium injections. There was swelling in the leg. They went straight from an x-ray to the hospital and was admitted. There was chest pain and a pulmonary embolism in the right lung. The patient couldn't have surgery for 3 weeks, depending on the hcp's schedule, so he needed more batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.